Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 2/3/25 an ilet user's husband reported the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The exact event date was not given, but was reported to have occurred sometime in early (B)(6) 2024. The user experienced a severe high bg event due to a bent cannula, leading to hospitalization for dka. The user was using the convatec inset (23", 6mm) teflon infusion set. Additionally, the dexcom g7 continuous glucose monitor (cgm) incorrectly displayed a bg of 250 mg/dl, but upon arrival at the hospital, the user's actual bg was 600 mg/dl. Symptoms included nausea, dehydration, and vomiting. The user's husband drove them to the hospital, where they were admitted to the ICU for three days. Treatment included IV insulin and fluids. There were no long-term effects reported.